Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing until the time of death. It was not reported if the patient was hospitalized prior to the death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Event date: patient that passed away on an unknown date in 2014. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4): as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.